Event description:
The actual residual volume was greater than the expected residual volume; the expected volume was 2.5 ml, the actual volume was 31 ml. According to the nurse, the patient was asymptomatic; the patient had "zero" signs and symptoms of any baclofen withdrawal despite being without drug for an extended length of time. The patient was taking no oral medications. Troubleshooting was planned; the patient was in a long term care facility and transport was difficult (must be by medical transport). The physician did not feel that the patient needed the pump any longer as evidenced by the residual volume discrepancy with no symptoms. A dye study was planned to determine issues with the pump and next steps. The device system was used to deliver baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).